Event description:
It was reported that the pt has complained of decreased sound quality and increased tinnitus over the last few months. The tinnitus has been occurring with and without his audio processor on. His audiologist found 2 channels that seem to be intermittently hi and has been attempting to program around the hi channels. The pt was seen by (B)(6) on (B)(6), he reported getting slight vertigo when he presses on the implant site. When asked where he has been applying pressure, he indicated the area over the implant stimulator. After reprogramming, the pt continued to report poor sound quality.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.